Manufacturer narrative:
The field service engineer determined there was an issue with the rinse unit and this was fixed. The last calibration was ok. Quality controls recovered within range. Precision studies were performed and were acceptable. The investigation determined the service actions resolved the issue. This event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant results for an unspecified number of patient samples tested with crej2 creatinine jaffé gen.2 on a cobas 6000 c (501) module. No incorrect results were reported outside of the laboratory. The initial creatinine results for the affected samples were low at 0.2 mg/dl. When repeated, these samples resulted within the normal reference range of the assay, which is around 1.0 mg/dl. The creatinine reagent lot number was 476244, with an expiration date of 28-feb-2021.